Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was in clinical use when the issue occurred; planned treatment was performed by the customer when the issue occurred and completed by using the system¿s other capabilities. The philips field service engineer (fse) inspected the system on site and confirmed that there was no video displayed on the flex vision screen. Upon troubleshooting fse found that the problem with the monitor autonomously altering its colors making significant challenges for screen visibility. To resolve the issue, fse replaced lcd monitor. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that there was no video on flex vision screen. No harm was reported to philips. Philips has started an investigation of this complaint.